Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in a moderately tortuous and non-calcified vessel. A 5f imager ii diagnostic catheter was selected for use. During the procedure, the catheter tip broke when the device was moved to the diagnostic zone. The physician managed to pull it out safely from the patient. No complications were reported.